Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Interrogation of the pump determined it was used to infuse an unknown type of baclofen [2000.0 mcg/ml] at 99.9 mcg/day. Analysis of the catheter found damage to the transition tubing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for disposal only. It was indicated that the patient's pump was replaced due to battery depletion. The indication for use was intractable spasticity.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.